Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient needed surgery to rotate the iol. During the attempt to rotate, they were unable to do so because the haptic could not rotate. The iol was exchanged for the same model and same diopter toric lens from the same company following the initial implant procedure. Additional information has been requested.